Event description:
Sutures were coming apart the customer reported that the sutures started ¿coming apart¿ and they had to intervene with the wound several weeks after the procedure.

Manufacturer narrative:
A review of the DHR confirmed the suture and finished good devices met all requirements during the incoming inspection of raw material components, manufacturing, in-process and final inspections. There were no retained samples available for review/testing. The actual device was discarded; not returned for review. No photos of the incision or condition of the suture were provided for review. Four (4) sterile samples from the reported lot were returned for visual review and testing. No defects or abnormalities were observed on the packages or devices; no fraying of the material was observed. All devices met the current specifications including the usp tensile strength requirements for 3-0 monoderm¿ material. Without receiving photos of the incision, condition of the material post-operative to review, receiving pieces of the actual device or receiving detailed information regarding the pre-operative preparation of the devices, placement of the device in the tissue, method utilized to secure the device in the tissue, the patient¿s health status and specifics, quality of the tissue or the surgeon¿s experience and/or technique, a definitive root cause for the reported event cannot be confirmed with certainty. As stated in the IFU for the devices, ¿adverse events including wound dehiscence and reactions are common risks/complications of any surgical procedure. There are many causes that can result in the wound opening, sutures failing/fraying or reaction, infection, abscess/leakage during or post-operative a procedure: the patient¿s health status, poor skin quality, thin skin; the risk is higher with a patient with a weak immune system, malnutrition or chronic medical condition. The surgical procedure ¿ the risk increases with poor surgical techniques such as improper suturing, over-tightened sutures or inappropriate type of suture used for a particular procedure. Other factors - the risk is greater with smoking, obesity, premature post-surgery exercise and heavy lifting. The warning in the IFU states, ¿this an absorbable material, the use of supplemental non absorbable sutures should be considered by the surgeon in the closure of sites which may undergo expansion, stretching or distention or which may require additional support.